Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received indicated another revision procedure was performed and the device was explanted. It was also reported that the newly implanted rv lead exhibited high pacing impedance measurements greater than 2,000 ohms and no capture at 10 millivolts. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated a revision procedure was performed. It was reported that the helix on the rv lead would not retract upon removal of the lead. It was also reported that during the procedure the ra lead dislodged and was unable to be repositioned because the helix the would not extend. Both the rv and ra leads were replaced. The rv pacing impedance measurements with the new rv lead were approximately 220-230 ohms. Pacing threshold measurements and intrinsic sensing were both within normal limits. The device remains in service with the new leads, however it was noted that the percent of battery usage was higher than expected. Boston scientific technical services (ts) requested that a disk with the device memory be sent in for analysis to confirm the high battery usage was associated with the increase in device outputs. No additional adverse patient effects were reported. A disk with device memory was sent in for engineering analysis. The analysis indicated the device had one reset one due to a task time out. The reset along with the high power consumption were a potential issue that could impact the device's ability to provide pacing therapy. As a result, engineers recommend that this device should be explanted/replaced and returned to boston scientific for detailed analysis.

Event description:
Boston scientific received information that the lead safety switch associated with this device and right ventricular (rv) lead was triggered due to a pacing impedance measurement less than 200 ohms. At that time the pacing lead configuration was automatically switched to unipolar pacing. There was also an inappropriate episode prior to the lead safety switch being triggered. Pacing threshold measurements increased to 4.5 at 0.5 volts. There was no visible dislodgement able to be confirmed via x-ray. Approximately two weeks prior, at the implant procedure the pacing impedance measurements were 478 ohms. It was reported that the patient presented to the emergency room with a heart rate between 30-40 bpm; there was no capture observed due to the increased pacing threshold. The pacing impedance measurement was 250 ohms in unipolar pacing configuration, but when switched to bipolar pacing configuration, the impedance increased to 800 ohms. It was reported that this patient is not pacemaker-dependent, but has a slow underlying rhythm. The device outputs were then increased to maximum outputs in the rv and the battery longevity reportedly decreased to one year remaining. A boston scientific technical services (ts) consultant discussed that the observed decrease in battery longevity was likely due to the current device settings

Manufacturer narrative:
Detailed testing isolated the high current condition to an anomaly of the transistor gate oxide within the analog pacing block. The oxide glass layer is intended to serve as a non-conductive insulator, but unintended metal impurities in the glass layer can create an inappropriate conductive pathway between two adjacent conductive metal layers. Also, because these layers are very thin, empty voids or bubbles within the glass can provide a pathway for current leakage if sufficient voltage is applied to the conductive layers on either side of the void. This pathway can be latent with miniscule current leakage. Over time, voltage stress can increase current leakage, which may alter component/device function, increase overall current drain, and deplete the battery prematurely. Boston scientific has worked with integrated circuit manufacturers to implement continuous manufacturing improvements over time to reduce oxide defects, such as improving purity of the materials used, tightening manufacturing clean room particle count specifications, and improving handling and inspection techniques. The supplier implemented a hydrochloric acid (hcl) rinse to their manufacturing process in (B)(4) 2015. However, medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies.